Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) exhibited a shock impedance of greater than 130 ohms. Technical services (ts) reviewed noting the rv lead was in initial polarity which matches programming recommendations. Ts had the field representative raise the upper limit in latitude nxt and recommended continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.